Event description:
On 02/05/1998 the account reported an erratic ethanol result of 0 mg/dl, which was run on the axsym analyzer. A flag was not given with the generated erratic result of <13 mg/dl to warn the user of the event. The physician questioned the result because of the pt's clinical appearance. The sample was retested and gave a result of 368 mg/dl. No report of any injury.

Manufacturer narrative:
The lls logs were returned and investigated. The lls logs were returned and investigated. The lls files for erratic results could not be located on the return disk, and therefore, provides no additional information. This is the final report.